Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported by medwatch ivt (intra venous therapy) performed central line rounds. Pt's PICC (peripherally inserted central catheter) needed flushed; leaking was noted under the dressing and air in line when aspirating for blood. When the dressing was removed, fluid was coming out of the hub of the PICC when flushing. Chru (clinical hiv research unit) dr notified who ordered removal of the PICC. Ivt removed PICC per order. There was also creation of a pressure wound in the arm due to the hubbing of the PICC into the insertion site. Any additional known product details: break in line where catheter meets hub. PICC was inserted (B)(6) 2024 and removed (B)(6) 2024. PICC secured with statlock. Pressure wound discovered after PICC was removed and no treatment was needed. The event did not cause a delay in treatment. A new catheter was inserted. There was no adverse patient outcomes.